Manufacturer narrative:
Physio-control evaluated the device and could not duplicate the reported issue during testing. The device was tested with a test battery and was observed to function normally. The cause of the reported battery depletion issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio-control to report that the customer's device would not power on when prompted.  The service agent was able to provide physio-control with the electronic records from the device which indicated that the device's battery, which had been full, depleted suddenly overnight following the completion of an auto-test.  There was no patient use associated with the reported event.